Manufacturer narrative:
Concomitant products: product ID: 3998, lot# va055f0, implanted: (B)(6) 2013, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that one of the patients implantable neurostimulator¿s (ins) had worn through the patient¿s skin. The patient wore a ¿gun belt¿ which has metal on the back to hold the belt in place and this metal was over the ins area. Information omitted, see related pe (B)(4). Additional information received reported the patient¿s battery ¿came through their skin¿. It was reported as a result the patient¿s battery was moved. Information omitted pertaining to multiple events (B)(6). These events are not related.

Event description:
Additional information received reported that when the battery had eroded and was moved, it was moved to the patient's stomach. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.